Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that there was recurring rf pic failed selftest error on the insulin pump. Blood glucose level at the time of the incident was unknown. No symptoms or treatment of patient required. Trouble shooting occurred. Product will be returned and a replacement insulin pump will be shipped to customer.

Manufacturer narrative:
Device received with constant rf pic failed selftest alarm due to a faulty connector on the radio frequency board. Unable to perform self-test and displacement test due to rf pic failed selftest alarm.